Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the left ventricular lead had high threshold. The lead was not used, and another was not attempted because the physician elected to continue use of the dual-chamber implantable cardioverter defibrillator (ICD). No patient complications have been reported as a result of this event.